Manufacturer narrative:
Physio-control evaluated the customer's device and was not able to reproduce the reported issue. The reported issue could not be verified in a review of the downloaded device data either. It was observed that the batteries used were manufactured on 10/31/2014. The customer was advised that physio-control recommends that the batteries be replaced every two years. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off by itself. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Event date of the supplemental 001 medwatch report is blank event date of the supplemental 001 medwatch report should indicate: (B)(6) 2018. Results code of the supplemental 001 medwatch report indicates: no device problem found - 213. Results code of the supplemental 001 medwatch report should indicate: operational problem identified - 114. Additional mfg narrative of the supplemental 001 medwatch report indicates: physio-control evaluated the customer's device and was not able to reproduce the reported issue. The reported issue could not be verified in a review of the downloaded device data either. It was observed that the batteries used were manufactured on 10/31/2014. The customer was advised that physio-control recommends that the batteries be replaced every two years. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined. Additional mfg narrative of the supplemental 001 medwatch report should indicate: h6: physio-control evaluated the customer's device and was not able to reproduce the reported issue. The reported issue could be verified in a review of the downloaded device data. It was observed that the device unexpectedly powered off eight times on (B)(6) 2018. It was additionally observed that the batteries used at the time were respectively manufactured on 26-nov-2012 and 12-apr-2012. The customer was advised that to scrap their batteries, as physio-control recommends that the batteries be replaced every two years. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off by itself. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off by itself. There were no reports of patient use associated with the reported event.